Event description:
Manufacturer received physician report of pump reservoir volume discrepancy at scheduled pump refill. The expected reservoir volume (programmer displayed) erv = 3.4 ml, and the actual reservoir volume (drug volume aspirated) arv = 17ml. Last reservoir refill was in 2006, with 18ml of 3000mcg/ml baclofen. The infusion pump was programmed to deliver a daily dose of 1250mcg/day for treatment of intractable spasticity due to a head/brain injury. It was reported the patient is asymptomatic, denies hearing audible device alarms, or seeing programmer displayed alarms. Further device troubleshooting is being considered.